Event description:
Additional information was received from the patient that the reimplant procedure took place on (B)(6). No complications were reported.

Manufacturer narrative:
Continuation of d10: product ID b3400060m serial# (B)(6) implanted: (B)(6) 2025 product type extension product ID b3400060 lot# serial# (B)(6) implanted: (B)(6) 2025 product type extension product ID b3300542m lot# serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID b3300542 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID b35300 serial# (B)(6) product type implantable neurostimulator medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had devices removed due to a superficial infection at both the head and shoulder surgery sites. The infection was not attributed to the devices but was reportedly caused by the patient frequently touching the wound sites. The patient observed pus at both sites and attempted to treat the infection independently. However, the doctor advised removing the devices to allow for healing, with plans to reimplant in (B)(6).

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3400060m (B)(6); product type: 0191-extension; implant date (B)(6) 2025; brand name sensight; product ID b3400060 (B)(6); product type: 0191-extension; implant date (B)(6) 2025 brand name sensight; product ID b3300542m (B)(6); product type: 0200-lead; implant date (B)(6) 2025 brand name sensight; product ID b3300542 (B)(6); product type: 0200-lead; implant date (B)(6) 2025. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.